Event description:
Additional information received clarified that only the right ventricular (rv) lead exhibited noisy signals. Additionally, the clinic plans to do a lead revision. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates the right ventricular (rv) lead was surgically abandoned and replaced due to the previously reported noise oversensing. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device, right atrial (ra), and right ventricular (rv) lead exhibited noisy signals and low out-of-range pace impedance measurements which triggered a lead safety switch to unipolar pace vector configuration. In unipolar configuration, the pacing caused phrenic nerve stimulation. Boston scientific technical services (ts) was contacted for assistance and discussed troubleshooting options. This product remains in service. No adverse patient effects were reported.